Event description:
Hcp reported severe neuropathic pain immediately after implant. The patient was treated with medication, reprogramming and a craniotomy. The device system was explanted in 2003. Hcp reported the patient continues to experience severe neuropathic pain. The device was explanted and returned to the manufacturer for analysis.